Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing a low bg of 55 mg/dl and a high bg of 232 mg/dl while using the system. Insulin delivery was stopped automatically for lows and the pump delivered correction doses for highs. At the time of the call, bg was 140 mg/dl, and the user planned to consult a healthcare provider regarding cgm target adjustments. No hospitalization or long-term effects were reported.